Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station entered a disconnected mode and was not communicating with the system. The health sight viewer was not displaying any information. As a result, users were required to add temporary patients in order to pull medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A technical support specialist (tss) dialed into station server and found the station was in disconnected mode with outdated uploads and no recent server communication. A full station database backup was completed by following knowledge article, how to create a station database backup and data synchronization steps were performed per knowledge article, proper data sync 2.0 procedure. Sync checks showed uploads were processing normally, but server data counts were higher than the station¿s. A full synchronization was initiated through medication application, which completed successfully, restoring communication and clearing the disconnected mode message, though discrepancy notices remained. Tss informed the customer that hsv did not show alerts because uploads were successful, and only download messages were failing. Server checks showed no errors in hsv, but data synchronization logs confirmed download processing errors. The system functioned as intended after the technical support specialist investigated the device.